Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose (bg) levels displayed as "high"; although specific value was not provided. Cause was not known. Customer performed a supply change to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management. Customer continued to use the pump for insulin therapy.